Manufacturer narrative:
On (B)(6)/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation.the product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The lot number was reported as unavailable. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of right ventricular outflow tract (rvot) outflow tract premature ventricular contraction (pvc) the thermocool® smart touch® sf uni-directional navigation catheter probably penetrated the epicardium and patient had pericardial effusion. In the opinion of the physician, the procedure was reason for the event. The location and the difficulty to reach position caused tamponade. The patient¿s condition required pericardial drainage and 1 additional day of hospitalization for treatment in intensive care unit (ICU). The patient had fully recovered. No transseptal was performed. No ablation was performed prior to the discovery of the pericardial effusion. The irrigation settings were standard for thermocool® smart touch® sf settings; 35w using 15ml/min flow. There were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. The visitag module stability settings were 4mm, 3s, respiration gated, with no additional filters. Time was used as color option.

Manufacturer narrative:
It was reported that a male patient underwent cardiac ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping of right ventricular outflow tract (rvot) outflow tract premature ventricular contraction (pvc) the thermocool® smart touch® sf uni-directional navigation catheter probably penetrated the epicardium and patient had pericardial effusion. In the opinion of the physician, the procedure was reason for the event. The location and the difficulty to reach position caused tamponade. The patient¿s condition required pericardial drainage and 1 additional day of hospitalization for treatment in intensive care unit (ICU). The patient had fully recovered. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found kinks on the shaft area. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The root cause of the shaft kinks cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)